Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and re-greased the high voltage connectors. The system operates as intended.